Event description:
One of the paramedics of our customer reported to mr (B)(6), technician of our distributor (B)(6), that the cot was lifted to the highest position. The cot collapsed with the pt on it. The paramedic caught the cot as it fell and received a back injury.